Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that everything was not working right. She experienced leakage and problems with going to the bathroom. The device had triangle on the screen in the corner says "system not working, no code". She was still feeling stimulation but it did not seem to be working. The implantable neurostimulator (ins) did not communicate with patient programmer (pp). She replaced batteries in pp but there was no changed. It was indicated that she was planning to call her healthcare provider on tuesday. Two weeks later, patient further reported that the event occurred on (B)(6) 2016. It was indicated that she has an appointment with healthcare provider to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.